Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a set of large pads were giving an alert 01 and a low flow alert. The device then stopped as the flow rate was 0 lpm. The pads were disconnected and reconnected and therapy was restarted; however, the device stopped again in under 60 seconds. Manual mode was then enabled and the system diagnostics revealed that with no pads attached the flow rate was 1.7, the inlet pressure was -7.1 psi, and the circulation pump command was 51%. The nurse then attached the left thigh pad and the flow rate was 1.5 lpm, the inlet pressure -0.8, and the circulation pump command was 100%. The left thigh pad was moved to another valve set with no change. Therefore, the left thigh pad was disconnected and the nurse attached the right thigh pad and found that the flow rate was 1.2 lpm, the inlet pressure was -1.0 psi, the circulation pump command was 100%. The right thigh pad was disconnected and a left chest pad was added and the flow rate was 1.6 lpm, the inlet pressure is -1.8, and the circulation pump command was 100%. Therefore, the set of large pads were swapped with a second set of large pads and therapy completed on the second set of large pads without any further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a set of large pads were giving an alert 01 and a low flow alert. The device then stopped as the flow rate was 0lpm. The pads were disconnected and reconnected and therapy was restarted; however, the device stopped again in under 60 seconds. Manual mode was then enabled and the system diagnostics revealed that with no pads attached the flow rate was 1.7, the inlet pressure was -7.1 psi, and the circulation pump command was 51%. The nurse then attached the left thigh pad and the flow rate was 1.5lpm, the inlet pressure -0.8, and the circulation pump command was 100%. The left thigh pad was moved to another valve set with no change. Therefore, the left thigh pad was disconnected and the nurse attached the right thigh pad and found that the flow rate was 1.2 lpm, the inlet pressure was -1.0psi, the circulation pump command was100%. The right thigh pad was disconnected and a left chest pad was added and the flow rate was 1.6lpm, the inlet pressure is -1.8, and the circulation pump command was 100%. Therefore, the set of large pads were swapped with a second set of large pads and therapy completed on the second set of large pads without any further issues.